Event description:
A pump with a low flow rate of 91. It is unknown when this condition occurred there was no patient injury or medical intervention necessary according to the hospital representative.